Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned. Although the physician was unable to confirm the cause of the catheter leak, it is possible that the patient's fall could be the cause of the leak. (B)(4).

Event description:
Patient tracking specialist contacted technical solutions through e-mail to report a catheter that was explanted because it was leaking. A dye study was performed that confirmed the leak in the catheter. The patient also complaint of lack of pain relief. Representative was able to confirm that some volume discrepancies were identified during prior refill appointments, but historical data on these discrepancies was not available. The physician did not speculate as to what could have caused the leakage, but the representative confirmed that the patient had sustained a fall several months ago. Patient's pump was also explanted. Pump explant captured through MFR 3010079947-2021-00014.